Manufacturer narrative:
Concomitant product(s): product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va035yd, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va035yd, implanted: (B)(6) 2012, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient went to her health care provider on (B)(6), and for reasons unexplained to her, the nurse increased her pulse width a couple of notches. The patient didn't have any therapy issue prior to the nurse making the adjustment. After the adjustment, the patient said that it jolted her, and she realized while walking out that her knee felt heavy, like she was "punched drunk" and she was out of it. It took the patient 7 days to feel better. Loss of therapeutic effect was also reported as well as intermittent/ erratic output. These symptoms were sudden in onset. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2015-14255 for information on the patient's concomitant system.